Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: mislocation clip. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after device removal, it was noticed that the clip was caught in the locator wings on the distal end of the device. The device was removed using counter traction and assertive pull. Hemostasis was achieved using manual compression. There were no adverse patient effects reported. Though requested, no additional information was available.